Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed insulation damages along the lead body. In particular, at the proximal part of the lead the insulation was found rubbed through. At this position the coating of the conductor cable to the ring electrode and rv shock coil was found damaged. This insulation damage can be considered as the root cause for the observed oversensing as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages of the lead occurred most likely during the surgery. The analysis of the lead as well as the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 39 months, oversensing with inappropriate shocks was reported. The devices were explanted.

Manufacturer narrative:
Ous MDR.